Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-jun-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 10-jan-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device exhibited high thresholds and was decided to be replaced. It was noted that the leadless ipg did not aligned with the delivery system so the physician pulled too strong, the tether ripped and the leadless ipg moved into the right atrium. The delivery system was removed and deformation of the device cup was observed. The leadless ipg was snared, explanted and replaced the next day. No patient complications have been reported as a result of this event.